Event description:
This complaint pertains to (B)(4). Reporting decision is being changed from malfunction to serious injury.rep reported via email with a phone call follow up indicating that the account implanted a certas and the residents are having difficulty reading/programming the valve. They are experiencing difficulty in confirming the x-ray position and the programming tool is not working correctly. The device is sitll implanted. More information is expected.additional information via a phone conversation explained that the event occurred post-op. The surgeon wanted to x-ray the patient to make sure the setting had not moved from the initial setting of 7. Hospital could not determine actual setting.

Manufacturer narrative:
This complaint pertains to (B)(4). Reporting decision is being changed from malfunction to serious injury rep reported via email with a phone call follow up indicating that the account implanted a certas and the residents are having difficulty reading/programming the valve. They are experiencing difficulty in confirming the x-ray position and the programming tool is not working correctly. The device is sitll implanted. More information is expected. Additional information via a phone conversation explained that the event occurred post-op. The surgeon wanted to x-ray the patient to make sure the setting had not moved from the initial setting of 7. Hospital could not determine actual setting.